Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 15:26:33. During night drain cycle one, the patient's ultrafiltration reading was 106ml, indicating the home patient (hp) drained 106ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intraperitoneal volume (iipv) event was identified in the event history log review. The cause was determined to be a false empty detect, but the initial drain alarm volume was met. Should additional relevant information become available, a follow-up report will be submitted.